Event description:
It was reported that the ventilator reset twice with an audible alarm while connected to a patient. The ventilator restarted in both occurrences and continued to operate. After the second time, the ventilator was removed from the patient. No patient harm reported. The homecare dealer ran the ventilator for two days with no reoccurrence.